Event description:
It was reported that, during a tonsillectomy bilaterally using a 'coblator ii', near the end of the tonsillectomy portion of the procedure, just prior to adenoidectomy, there was an irritation/possible burn noted along the upper lip left of midline of the patient. Surgery was resumed, without any delay, with the same device. The patient was treated with bacitracin to the lip in the or and after the procedure. The current health status of the patient is stable.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/instructions for use, risk management and corrective and preventive action, non conformance, probabilistic risk assessment/health hazard evaluation review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. It was communicated via e-mail that ¿patient is at home recuperating from t&a and pending follow up. Per mom patient is doing well.¿ no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.